Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose but hospitalized. The customer's blood glucose level was 600 mg/dl. The customer was treated with manual injection. The troubleshooting was performed. The customer was advised that the insulin pump is working as designed.